Event description:
It was reported that the outer sheath of the microcatheter broke. A direxion? Fathom?-16 system was selected for a procedure; however, during the procedure while crossing, the outer sheath of the microcatheter broke. The carrier tube was hydrated before removing the device, and the device was able to be removed in one piece. An alternate device was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).